Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent mesh removal in the anterior and posterior vaginal wall, anterior and posterior endocervical repair, bilateral uterosacral vaginal vault suspension, synthetic sling, cystoscopy with suprapubic catheter placement on 7/30/2013 due to mesh exposure, post-hysterectomy vaginal vault prolapse, mixed urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy, cystocele/rectocele repair, and cystoscopy due to stress urinary incontinence and pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided.(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.